Event description:
Distal tip pad detached from jaw of scalpel. Pad was removed from pt without incident.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.